Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's implantable cardioverter defibrillator was found to have post-paced t-wave oversensing. Corrective programming changes were made. The patient was stable throughout.